Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that post-paced t-wave oversensing continued to be seen on the ventricular channel. Patient was asymptomatic. Programming changes were made, and no further issues were noted.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Reprogramming changes were recommended.